Event description:
No troubleshooting was completed at the time of the call to customer support. The technical support representative contacted the patient to obtain further information, however was unable to reach her by telephone. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
On (B)(4) 2012 the patient contacted animas to follow up on a complaint from (B)(4) 2012 that the pump was "freezing" and the battery cap threads "were not holding". The patient provided additional information upon follow up, stating that the battery cap had not been changed in over a year and the battery cap threads were stripped. The patient had reportedly taped the battery cap down and continued using the pump despite the cap not securing properly. The user guide instructs the user to change the battery cap every three to six months. There was no pump defect found upon follow up, and the patient was in the process of ordering a new battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.